Event description:
Balloon leaked at a low pressure. Upon receipt of the device, the distal portion, including the balloon, was missing from the device. Examination of the remaining portion revealed this section was pulled off. There has been no claim of injury related to this event.